Manufacturer narrative:
(B)(4). Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the analysis completed on (B)(4) 2012. It was reported that during unpacking for a percutaneous coronary intervention (pci) stenting treatment procedure, the physician noticed that there was no stent clamped on the balloon. The procedure was completed with another of the same device. No patient complications were reported. However returned product analysis revealed evidence that a stent had been crimped on the balloon, but was not present on the delivery system.